Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse called in for the customer to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was around 400 mg/dl. The customer's symptoms included sweating, nausea, and vomiting. The customer and family thought the high levels were due to defective tubing. The customer and family declined to speak with help line. The customer requested and was shipped replacement tubing. The caller was advised to have the family call back to troubleshoot. Nothing was returned for analysis.